Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, rupture, diffusion of silicone. Intracapsular and capsulare contracture, baker grade 2. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number:(B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture: diffusion of silicone: intracapsular and capsulare contracture baker grade 2. This relates to the left side. Device has been explanted.